Event description:
Olympus was informed that a patient had expired 94 days after having undergone a bronchoscopy. The patient purportedly sustained physical injuries including but not limited to esophageal damage, chest damage, and death after the procedure. There were multiple devices reportedly involved. The exact cause of death is unknown.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. Olympus has contacted the user facility to obtain additional information regarding the reported event, but has not received any additional information as of this time. Review of the device instrument history shows that the device was last serviced by olympus on 03/27/2006. The instrument history also noted the presence of third-party repairs on the device. The cause of the patient's outcome could not be determined. If additional information becomes available, this report will be updated. This report is being submitted as an MDR in an abundance of caution.